Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that nurse noticed that the IV tubing was leaking at the y-site below the clamp while it was being primed, the line was not connected to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation summary: one sample was received and tested with the customer's complaint of leakage. The set was primed and infused with saline solution and the leak at top of second smart site was immediately realized- verifying the complaint. The tubing to y site junction was analyzed under high power digital microscope and there was clear evidence that the root cause of this failure was shallow insertion of the tubing during infusion set assembly. There was also a quality notification discovered when reviewing the production history of this batch (#25023001) regarding the resin that is used as adhesive which could have contributed to the shallow insertion. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Sample received.